Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you confirm the deficiency of the interceed as this was used in a contaminated procedure?

Event description:
It was reported that the patient underwent a miles resection procedure on unknown date and the absorbable adhesive barrier was applied on the area under the abdominal wall and on the pelvic floor. From the next day to two days later, the patient had a fever around 39 degrees celsius and antipyretic was administered by drip infusion. The fever has already gone down. The patient was discharged from the hospital. The surgeon opined that he could not judge whether the temperature was a result of the absorbable adhesive barrier or it was an effect/outcome of the surgical procedure. The event did not result in permanent bodily damage. Additional information has been requested.